Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoirs. The customer states they had six to seven failures, and four of them leaked insulin. The customer states the plunger popped out releasing all the insulin. The customer's blood glucose level was 600mg/dl. The customer treated the high with bolus. The customer's most current level was 179mg/dl. The customer states they had thrown out all reservoirs. The customer was advised to hold on to problematic items to be able to return for analysis. The customer is being sent replacements.